Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent compressed in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a severely tortuous, calcified lesion with 90% stenosis. After pre-dilatation, the promus was advanced, but was unable to cross the lesion. As the stent delivery system (sds) was being retracted, the stent was caught on a portion of the lesion and was pulled partially off the balloon. An attempt was made to pull the sds into the guide catheter, but the stent caught on the tip of the guide catheter and dislodged in the proximal rca. The stent was crushed in against the vessel wall and two 2.5 x 15 mm promus stents were deployed to complete the procedure. There were no patient effects reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions - the target lesion characteristics could have contributed to the difficulties experienced. When the sds was retracted into the guiding catheter, the stent implant may have interacted with the tip of the guiding catheter such that it dislodged. The device IFU cautions: "should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit." However, a definite root cause for the difficulties experienced and stent dislodgement cannot be determined, though based on the incident information there are no indications of a product quality issue.